Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this aortic prosthetic valve, a defibrillator was implanted. The reason for the defibrillator was due to cardiomyopathy. No additional adverse patient effects were reported.